Event description:
The pt reportedly experienced intermittencies, decrease in performance, sound quality issues, and overly loud sensations. The pt also reportedly experienced frequent headaches. External equipment was exchanged; however, this did not resolve the issue. Testing showed that the pt's device is functioning. The company was informed that the surgery to explant the pt's device will be scheduled.